Event description:
Per independent repair center statement, the irc5lx concentrator was alarming (red light). The key failure was a noisy compressor. Additional malfunctions were a missing humidifier and cabinet filter and the compressor intake was dirty.